Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag® thoracic endoprosthesis may include but are not limited to improper placement and branch vessel occlusion.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore tag® thoracic endoprosthesis. During the procedure, while the physician deployed a tgu454520j distal to the left common carotid artery, the physician pushed the delivery catheter and the device was implanted proximally of the intended position resulting in the left common carotid artery was unintentionally covered with the sleeve of the device. The blood flow of the left common carotid artery was decreased to approximately 60%. Other manufacture¿s bare metal stent was implanted into the left common carotid artery to restore the blood flow. The patient tolerated the procedure.